Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, visual data of the customer's report was provided. Review of the visual data did show the report. Several attempts were made to contact the customer for the return of the device, however there was no reply. Without receipt of the device, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.